Event description:
The customer obtained a discordant falsely depressed valproic acid (vpa) result on an atellica ch 930 analyzer and did not report the result to the physician(s). The customer used the same stat patient sample and atellica ch 930 analyzer to perform repeat testing and obtained a higher result. The customer stated the repeat result was in the expected range and considered correct. There are no reports of patient intervention or adverse health consequences due to the falsely depressed vpa result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). The customer stated that quality control (qc) was in the range. Siemens assisted the customer and noted the issue occurred on one patient sample. The customer did not observe a recurrence and reported no instrument malfunction. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00256 on 13-sep-2022. Additional information (19-oct-2022): siemens noted the calibration and quality control (qc) recovery was within range. No issues were noted with other patient samples indicating that the atellica ch 930 analyzer and reagents were performing acceptably. The cause of the falsely depressed valproic acid (vpa) result is unknown, and siemens cannot rule out contributing factors such as sample integrity and preanalytical variables. The atellica ch 930 analyzer is operating as specified. No further evaluation of the analyzer is required. Section h6 is updated to reflect a new investigation findings and investigation conclusions code.